Event description:
During a transfer of a resident from a wheelchair using a medcare stand with a medium belt the strap passed through the male end of the buckle. The resident was dropped. No injuries were reported.

Manufacturer narrative:
The belt was received at medcare products on (B)(6) 2012. It has been determined that the belt is still in good working order and the cause for the incident was improper use at the users facility.